Event description:
It was reported that a patient underwent a spinal fixation procedure at t12 - l2 and during the surgery, a rod detached from the rod inserter while trying to adjust the rod. The surgeon removed and replaced both the rod and rod inserter. Although the device was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc/mmc rod simulation gage (B)(4) used to verify proper retention; both lmc and mmc condition properly retained. Rod inserter also inspected for 0.5 max gap dimension (arc rod - pn# (B)(4)), and found to be within print specification (0.31mm). Unable to replicate customer concern; after visual, dimensional and functional evaluation, the instrument appears to function as intended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.